Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the device was removed intra-operatively, at implantation surgery, as measurements performed were indicative of a device malfunction. Testing performed in situ after device removal showed normal results. The pt was re-implanted during the same procedure.